Manufacturer narrative:
Results: the customer returned the eclipse needle with the pink safety shield disengaged from the assembly at the hub. Both components were examined and there was no evidence of any damage. The manufacturing site performed a DHR and qn review and there were no abnormalities or qns reported during the production of the identified lot. The site also reviewed preventative maintenance, calibration, and equipment and no abnormalities were observed that could have influenced the reported issue. Conclusion: although the returned sample confirmed the safety shield had separated from the needle, an absolute root cause for this incident cannot be determined. CAPA (B)(4) have been opened to identify and address the potential causes for the safety shield disengagement from the eclipse needle. Additionally, the sample was forwarded to the manufacturing site in (B)(4) for a secondary investigation. If any further information is provided on the secondary investigation, a supplemental report will be filed.

Event description:
It was reported that after a nurse had administered a flu shot to an employee with a 23 g x 1 in. Bd eclipse hypodermic needle, the device's safety shield fell apart upon activation. There was no report of injury or medical intervention for this incident.

Manufacturer narrative:
UDI: (B)(4).